Event description:
Dual-chamber pacemaker was implanted 3 years ago. In 2002, rptr was hit with a near-fainting attack. Attacks continued. By the 4th day, rptr determined that ventricular lead was defective. After several near-death experiences, pacemaker and ventricular lead were replaced 3 days later. Rptr's complaint: booklet and cardiologist should be required to caution pt to minimize stress on leads; try to avoid stretching arm (on pacemaker side) above head. It is negligent to omit mention that leads can become defective. 2002 booklet: figure shows pt swimming, stretching arm. This should be avoided. (Rptr swims on back, using right arm to propel body, as part of their new life style.) (Defective ventricular lead remains implanted.)